Event description:
It was reported that during use, the device exhibited an unspecified alarm and the screen read ?41622'. The battery door was opened and closed and the pump then exhibited an alarm with ?45630'. Further troubleshooting was performed but the alarm and ?45630' error persisted. The patient was to contact the physician. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the motor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com